Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after an unspecified duration of pod wear. No specific blood glucose values were reported. The patient was unsure whether a pod was in use at the time of the event and noted that she did not have a continuous glucose monitor (cgm) in place; therefore, the omnipod system was operating in manual mode. Review of the patient¿s omnipod cloud data revealed that the last pod had been activated on (B)(6) 2026. The patient further reported that the omnipod controller had experienced a power issue and could not be turned on despite being charged for multiple days. During this time, the patient transitioned to manual insulin injections. It is unclear whether the omnipod system was in use at the time of the event. The patient was subsequently hospitalized and diagnosed with diabetic ketoacidosis. She also reported being diagnosed with a bone infection. Treatment during hospitalization included insulin infusion and a liquid diet. No treatment information was provided regarding the alleged bone infection. The patient remained hospitalized for approximately four days and was discharged on (B)(6) 2026.